Manufacturer narrative:
D9 were updated properly to reflect in emdr report.

Event description:
It was reported that during an implant procedure the right ventricle (rv) lead insulation was damaged from multiple attempted positions. The physician noticed blood under insulation of the rv lead. The physician decided to implant a new rv lead, and the implant procedure completed uneventful. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿blood under insulation¿ and insulation damage were confirmed. Final analysis found visual inspection found body fluids /blood inside the outer insulation lumen at the distal region of the lead. During electrical testing an internal short was found between conductors of the lead. Destructive analysis found the inner insulation punctured/damaged proximal to the ring electrode of the lead. The cause of ¿blood under insulation¿ was isolated to the inner insulation damaged. The cause of insulation damage is consistent with procedural damage.